Event description:
Reportedly, during patient use, when the ventilator was connected to the ac cable, a "backup battery failure" occurred. The unit was turned off, however, a shut down alarm did not occur. The patient was manually ventilated before being switched to another ventilator. There were no reported serious or negative health consequences to the patient.

Manufacturer narrative:
(B)(4).